Event description:
Customer was not feeling well when they woke up, they were weak and their speech was slurred and they were confused. Their spouse called paramedics, at 7am they tested blood glucose and received a result of 66mg/dl. The customer was given glucose frosting and orange juice to drink. The customers device read 166mg/dl at 6:59 am and 221mg/dl at 7:06am. Level one control was out of range. A request was made for the return of the suspect device and replacement product was sent.